Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported being unhappy with results since the teeth have not straightened. The patient also reports pain level 10, excessive bleeding, infection, inflammation, gingivitis, sensitivity, unspecified broken tooth, discomfort, not fitting, and jaw discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.